Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the unit powers on but does not boot. The tempus pro displays ¿rdt¿ blue screen but does not progress further. There was no reported impact to the patient reported.